Event description:
Cooper surgical, pneumo-matic insufflation needle was tested prior to the start of the procedure. It would not sense occlusion. Therefore we replaced it with a new one (with the same lot number) that then worked fine.